Manufacturer narrative:
Article citation: aaron w. Ng, vivien c. Yip, bryan c. Ang, leonard w. Yip, boon ang lim. ¿culture-positive exogenous endophthalmitis related to xen45 gel stent implantation¿, american journal of ophthalmology case reports, volume 25, 2022, 101291, issn 2451-9936, https://doi.org/10.1016/j.ajoc.2022.101291. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The reported events for case study 1 of a xen®45 gts implanted in the left eye that experienced hypotony with choroidal detachments, grade 2 shallow anterior chamber, and hypotony maculopathy requiring anterior chamber reformation on post-operative day 6. At week 3, needling was performed due to fibrosis. At month 5, the device was found curled in the subconjunctival space. Two weeks later, the stent tip eroded through the conjunctiva and was successfully pushed back in at an outpatient clinic. At month 6, the stent eroded again and was treated as before. At month 7, seidel's testing was positive. At month 8, patient had 1 day of redness and pain, decreased visual acuity to light perception, iop of 40 mmhg, erosion, and was diagnosed with endophthalmitis. Treatment was provided as oral ciprofloxacin (ciprobay) 500 mg, topical cefazolin 50 mg/ml, gentamicin 14 mg/ml, chloramphenicol 1% ointment, IV diamox 500 mg, topical azopt 1.0%, travoprost 0.004%, and a brimonidine 0.2% and timolol 0.5% combination. On the same day, the patient underwent anterior chamber washout, pars plana vitrectomy, endolaser, intravitreal antibiotics and antifungal treatment, as well as removal of the xen45 implant. Intraoperatively, retinal hemorrhages and sclerosed vessels in all 4 quadrants were observed. The events of inflammation and retinal hemorrhages completely resolved, although visual acuity only improved to 6/120. Ultimately, the patient developed a total retinal detachment and underwent a second vitrectomy with endolaser and heavy silicone oil fill. The events were reported in the article: ¿culture-positive exogenous endophthalmitis related to xen45 gel stent implantation¿, american journal of ophthalmology case reports, volume 25. This MDR is being submitted for the device malfunction event with the first case study noted. The same literature article is also reported under MFR report # 3011299751-2022-00037 ((B)(4)) and MFR report # 3011299751-2022-00038 ((B)(4)). This MDR is being submitted for the technical event of the first case.